Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (brand name cannulated connecting screw, part number 03.037.010, lot number 9484324). The subject device was returned with the complaint condition stating the connecting bolt for trochanteric fixation nail advance (tfna) set malfunctioned during an unknown procedure (B)(6) 2017. It was difficult to remove it from the insertion handle and required excessive backward force to remove it. Another physician had to step in to assist with removing the bolt. There was possible thread damage. The procedure was completed successfully with a 2-3 minute surgical delay. Patient outcome was stable. This complaint is confirmed. A visual inspection of the returned device was performed under 5x magnification. The distal threads and proximal internal hex drive recess show post-manufacturing damage. The hex recess has dents along the inside walls. The distal threads have several dents/nicks that could prevent functionality. As previously reported, a review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint condition was not able to be replicated at customer quality (cq) as the insertion handle and nail from the event were not returned. The associated product drawings were reviewed during the investigation. No product design issues or discrepancies were observed. Use of the returned devices is outlined in the tfn advanced proximal femoral nailing system screw only - technique guide. An investigation (CAPA (B)(4)) that was performed on previous complaints has also shown that soft tissue pressure can also lead to a jamming of the devices. Therefore a note was added to the tfna surgical technique stating: ¿in case of difficulties to remove the connecting screw, push the insertion handle towards medial or lateral to neutralize soft tissue pressure.¿ a root cause could not be determined; however, the complaint issue was most likely due to cross-threading leading to damaged threadform. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional patient identifier: (B)(6). Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed on part # 03.037.010, lot # 9484324: manufacturing location: (B)(4), manufacturing date: 15.jul.2015. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the connecting bolt for trochanteric fixation nail advance (tfna) set malfunctioned during an unknown procedure performed on (B)(6) 2017. It was difficult to remove from the insertion handle and required excessive backward force to remove it. Another physician had to step in to assist with removing the bolt. There was possible thread damage. The procedure was completed successfully with a 2-3 minute surgical delay. Patient outcome was stable. No additional information available. Concomitant devices reported: insertion handle (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).